Event description:
The patient was for phacoemulsification with posterior chamer intraocular lens, right eye. Upon phacoemulsifiation, the patient noted that she felt her eye heating up. At that point the physician noted that at the limbus, the cornea and limtal incision was shrinking and appeared to be burning. The phaco handpiece was remove from the eye and replaced with a different handpiece, tubing, bss plus bottle, and cassette. Due to the burn the wound was difficult to close.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.